Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that foreign material was found in the caps of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. No report of injury or medical intervention. No report of blood exposure to mucous membrane.